Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 433 mg/dl at the time of report and the customer also reported blood glucose level as 176 mg/dl, over 400 mg/dl, 170 mg/dl and 420 mg/dl. The customer reported that after changing sensor did warm up and insulin pump did not give option of calibration. The insulin pump will not be returned for analysis.